Event description:
It was reported to gore by the surgeon, in a case with gore dualmesh biomaterial with corduroy surface, he observed "liquid" around the material described as a "thick green fluid". The surgeon reported that the fluid was sterile and contained no bacteria. The device was explanted and is being returned for examination. The surgeon mentioned that he recalls similar occurrences three times previously. The surgeon told gore he had problems with polyester sutures and gore dualmesh biomaterial with corduroy surface because of pain and infections in the area where the sutures had been. The investigation is ongoing.

Manufacturer narrative:
Review of device history record. Device met pre-release specifications. Note: the investigation is currently in progress.